Manufacturer narrative:
Concomitant medical products: product type: tined lead, lot number: va19d5n, model: 3889-33. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient fell after initial implant and had their implantable neurostimulator (ins) and lead removed and replaced, but they would not be returned because the customer discarded them. It was noted that the patient felt like they had nothing to do with devices. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.